Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 190, 223, 215, 155, and 311 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/22/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 190 mg/dl date: on (B)(6) time: 9:30am fasting, result 2: 223 mg/dl date: on (B)(6) time: 9:29am fasting, result 3: 215 mg/dl date: on (B)(6) time: 11:13pm unsure, result 4: 155 mg/dl date: on (B)(6) time: 9:40am fasting, result 5: 311 mg/dl date: on (B)(6) time: `10:00am fasting, result 6: 215 mg/dl date: on (B)(6) time: 7:12pm usure.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 24-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.